Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4).

Event description:
Adverse event(s): "corneal edema" (corneal edema). Product problem(s): "aspiration failure" (aspiration issue). A surgeon reported low vacuum, an aspiration failure, and cumulative dissipated energy (cde). There was no harm to the pt at the time, but on the following day, the patient returned with corneal edema. This event occurred after the upgrade was performed. Add'l info was received: the surgeon reported he had used each tip for about 30 surgeries, which may have caused the reported problems.